Event description:
It was reported that customer was hospitalized due to dka per md. Troubleshooting performed. Customer did not have a clamp. Instructed customer to monitor bg, explained 2hbg rule and instructed to call back for hp test when clamp arrives.